Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v470212, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that ¿two weeks ago¿ the patient started having urinary issues again, after turning the device off ¿three to four months ago¿ for a different issue. The patient¿s husband attempted to turn her stimulation on ¿last night and it shocked the hell out of her.¿ the patient stated that her husband ¿zapped¿ her too much. The patient did not sleep at all ¿last night¿ and they could not get the stimulation turned off. The patient¿s husband was assisted in turning the stimulation off and decreasing from 2.7 to 0.0. The patient¿s husband then slowly increased stimulation to 0.6, which was comfortable for the patient. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received from the consumer reported that they had been doing ok so far. If they were not doing ok, they would just jiggle/zapp it up again. It was later clarified that "jiggle" meant turning stimulation up or down.